Manufacturer narrative:
Correction data: d6a, g1.

Event description:
Sales representative reported clinician suspects the patient may be experiencing paradoxical hyperplasia after treatment to the upper and lower abdomen on (B)(6) 2025 (B)(6) 2025 while using c240 applicator with the coolsculpting elite system 3 months post treatment. In 2017, the patient previously received coolsculpting treatment in the same area with the legacy system with the max applicator.

Manufacturer narrative:
Additional information: b5.

Event description:
Allergan aesthetics received additional information, in 2017, the patient previously received coolsculpting treatment in the same area with the legacy system with the max applicator.

Event description:
Sales representative reported clinician suspects the patient may be experiencing paradoxical hyperplasia after treatment to the upper and lower abdomen on (B)(6) 2025 and (B)(6) 2025 while using c240 applicator with the coolsculpting elite system 3 months post treatment.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained. E1 - zip code: (B)(6).